Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the blocking devices (where you attach the injection) was leaking and water from the balloon was getting back out again. The device was not used on a patient and the unit was not available to be returned.